Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room after feeling a vibratory notifier. Upon interrogation, low right atrial lead impedance was noted. A chest x-ray was performed on (B)(6) 2018 which noted no lead breakage. No intervention was reported. No further information was available.